Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unapproved or contraindicated use (aortic neck angulation). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 42 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 23.5 mm to 24 mm along a 57 mm length. The proximal aortic neck was severely tortuous (greater than 60 degrees). It was reported that during the index procedure the endurant stent graft bifurcate had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff; however, the outer sheath and shaft of the delivery system broken while attempting to implant the aortic cuff, and the suprarenal stent was unable to be deployed. The physician successfully deployed the suprarenal stent of the endurant aortic cuff after troubleshooting. The physician was then unable to recapture the distal tip and spindle of the endurant aortic cuff delivery system. The physician attempted to remove the device without recapturing the tip and spindle. However, during removal, the tip of the delivery system was unexpectedly cut off. The physician elected to use a snare and successfully removed the distal tip of the delivery system. Per the physician the cause of the event was due to the patient anatomy of a severely tortuous proximal aortic neck. The physician inferred that force was applied to the delivery system due to the vessel tortuosity.